Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5221 showed fifteen other similar product complaint(s) from this lot number.

Event description:
It was reported that an over-wire exchange was performed, the rn reports it was leaking with even with syringe flushing. It was reported this occurred with two devices. This report addresses the first device.

Event description:
It was reported that an over-wire exchange was performed, the rn reports it was leaking with even with syringe flushing. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, manufacture quality and production records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed, and the cause was manufacturing-related. The product returned for evaluation was one 4fr s/l powerpicc catheter. Light usage residues were observed throughout the sample and a needleless injection cap was attached to the luer adapter. Microscopic inspection of the luer adapter revealed a protrusion in the luer material within the orifice. That material had the appearance of a mold defect which could result in inadequate sealing of the luer hub with a syringe. Bd is working closely with manufacturing to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.